Manufacturer narrative:
H6: investigation summary: a complaint of foreign matter being found on the set was received from the customer. One sample was returned for investigation. The customer complaint was confirmed, black specs seen inside tubing and all around filter. Fluid was stuck in the tubing. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. The root cause has been determined to be a result of the supplier process in which the tubing has come into contact with grease used in the molding machinery. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. Event 2- it was reported that tpn slightly leaked at the filter because filter was cracked. Verbatim: observed small dried yellow drainage in isolette, traced lines and noted tpn slightly leaking at the filter, filter was cracked. Glucose was checked at bedside, results stable. All new ivf obtained. Sterile line and cap change done emergently. This PICC line port had tpn infusing through manifold, maxzero, and bifuse. Other fluids running including lipids, fentanyl and versed continuous drips.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. Event 2- it was reported that tpn slightly leaked at the filter because filter was cracked. Verbatim: observed small dried yellow drainage in isolette, traced lines and noted tpn slightly leaking at the filter, filter was cracked. Glucose was checked at bedside, results stable. All new ivf obtained. Sterile line and cap change done emergently. This PICC line port had tpn infusing through manifold, maxzero, and bifuse. Other fluids running including lipids, fentanyl and versed continuous drips.